Event description:
It was reported via repair work order that the stair pro is unable to properly engage the stairs due to missing trigger locks on the flip up handles and worn track belts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.